Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently reset unexpectedly. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 232-233 mg/dl.